Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that there seems to be many issues when running pitocin, it seems to be a pressure issue, at lower rates if there are any minor kicks, or even slight curves in the tubing, it doesn¿t run, but d/t the slow rate, it takes a while to alarm. Problem: once cleared & start to actually reach the pt at a much higher rate, it can cause potential harm. Example: they took over a pt & pitocin at 10mu w report that IV pump has been alarming all evening, staff changed tubing, changed pump etc. & it still alarmed every once in a while( remember at such low rates, it will take ~10min or more to alarm). They undid every bend in tubing, & straightened it completely & it started to flow, & within 15min pt was contracting q 2m & therefore I decreased rate to 4mu. I did a quick search & sound some FDA recalls on alaris IV pumps. Not sure if you can investigate further & alert the staff to this issue..